Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a diagnostic ptca procedure, a blood clot formed in the super sheath and was flushed into the patient. Per the facility, "the clot was not blocking the artery and nothing was done to treat the clot." The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported "fine."